Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced p- clips. All functional and safety checks performed to meet factory specifications. The maquet failure analysis and testing dept. (Fat) received broken p-clip associated with this complaint with a reported unit failure of a broken p-clip. The fat performed a visual inspection and found the part to be broken. Fat was able to verify the reported issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) had an error, the p-clips were broken. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.